Event description:
It was reported that this right ventricular (rv) lead initially exhibited high out of-range shock impedance measurements, suspected to be related to electromagnetic interference (emi) during an ablation procedure. Electrogram review also showed right atrial (ra) lead noise with oversensing. Impedance values later returned to within normal limits. Approximately 16 months later, the rv lead exhibited intermittently high pacing impedance with corresponding elevated thresholds, consistent with possible spring contact lead-header interaction. There was no noise, sensing remained intact, and the patient was not pacer dependent. No adverse patient effects were reported, and the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).